Manufacturer narrative:
On 23/jul/2021, mentor received additional information about this event. The patient called in to report additional symptoms, including sharp breast pain bilaterally extending towards the axillae and implant palpability. Based on clinical review of the symptoms, the health impact code will be updated to capsular contracture. Explant remains unscheduled. Additionally, patient details have become available and have been added to the relevant fields. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional event information indicating that the date of symptom onset was (B)(6) 2018. Field b3 has been updated as a result of the new information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 11, 2022. The patient had an unspecified surgical procedure to correct the capsular contracture. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-nov-2021, mentor received additional information regarding the patient¿s sytmptoms. The baker grade of the capsular contracture is IV. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent a primary breast augmentation with two 550cc textured mentor memorygel breast implants experienced bilateral cutaneous contour deformity postoperatively. The patient exhibited rippling of the breasts, and the diagnosis was confirmed by a physician upon visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.